Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they had not yet contacted the doctor who managed their device about the previously reported issue. They were not able to feel stimulation on any program. The cause of the sudden return of symptoms and of not feeling stimulation was not determined, and when asked what most likely caused or contributed to the issue, the patient responded, "?." The issue was not yet resolved.

Manufacturer narrative:
Event date is approximate, the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient's (pt's) bladder symptoms suddenly came back a week ago, they do not feel like their stimulator is helping. The pt said in the past when they went to their doctor, they changed the mode and it helped a lot, they always felt stim when a change or increase was made. The caller said they have been trying to change it and no matter what they did pt did not feel stim. Patient services worked with callers for therapy and programmer education. The pt said when they saw the doctor in the past, the doctor asked them if they changed the mode and told t hem they need to do that once in a while. The caller was successful to sync with the programmer during the call and reported stim was on program 3 at 4.65, they had started at 3.25 and increased to 4.65, but the pt did not feel it. The caller changed the program to program 2 and increased to 3.6. The pt will monitor their symptom results and continue working with their doctor and program settings if needed. The caller said they will give it a week and if they don't see improvement they will call the doctor.